Manufacturer narrative:
The product implicated is a 3 french per-q-cath with guidewire. The catheter and guidewire were returned for evaluation with the guidewire partially in place. Overall catheter length is 41 cm and guidewire length is 71.5 cm. Lot history review showed no related mfg issues. There were two product complaints of similar nature for this lot. The guidewire measures 71.5 cm and the proximal and distal welds are intact. The wire is coiled from 14cm to 28cm and is bent 35cm, 35.5cm, 54.4cm, and coiled 64cm to the distal tip. A severe bend is apparent .4cm from the distal tip. Under 90x magnification, it appears the spring wire has been cut. The core wire is bent, with tooling marks visible on the wire. These signs indicate, the guidewire was probably damaged when the catheter was trimmed to length. Due to the bends in the returned guidewire, it could not be reinserted into the catheter. For evaluation, a sample guidewire was inserted and removed from the catheter several times both dry and wet after flushing with water. No resistance was encountered. The catheter was pressurized with a 6cc syringe and colored water by occluding the distal tip with a padded clamp. Two leaks were detected 16.3cm and 16.5cm distal to the reinforcing shim. Under 90x magnification, the edges of the leak are clamp and sharp with an indentation extending proximal to the leak. These signs indicate mechanical damage from forceps. The complaint is confirmed since the guidewire is bent and damaged and should be recorded as user related due to mechanical damage.

Event description:
The guidewire could not be removed after the catheter was placed in the pt. The catheter and guidewire were then removed as a unit from the pt. After removal, the catheter was flushed and a leak was found midway down the length of the catheter.